Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain (constant, sharp)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 1986, (B)(6) 1992), palpitations, blood pressure high, situational anxiety, vulvovaginal condyloma, appendectomy, c-section, nasal operation and epilepsy in 2001. Previously administered products included for birth control: loestrin in 2006; for pregnancy prevention: depo provera in 2006. Concurrent conditions included body mass index high, vulvodynia, human papilloma virus infection, menses irregular, perineal pain, spotting between menses, leukorrhea, vulvodynia, dysfunctional uterine bleeding, secondary anemia, nausea, vaginal odor, endometriosis, menometrorrhagia, tobacco user, caffeine consumption and allergic reaction to antibiotics. Family history included thyroid disorder (aunt/daughter/mother), breast cancer (aunt) and rheumatoid arthritis (grandfather (maternal)/aunt/ daughter/ mother). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), burning sensation ("burning"), pruritus ("itching"), rash ("rashes") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, dysmenorrhoea, burning sensation, pruritus, rash and abdominal pain lower had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, fungal infection and weight increased outcome was unknown. The reporter considered abdominal pain lower, burning sensation, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and four on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion /her tubes were blocked on (B)(6) 2016, surgical pathology report showed, a) received in formalin labeled with the patient's name dawn adkins and labeled "left pelvic side wall endometriosis". The specimen consists of a single portion of pink tissue measuring 1cm x 0.4 x 0.3 cm.t/I. B) received in formalin labeled with the patient's and labeled "right pelvic side wall endometriosis". The specimen consists of a single portion of tan tissue measuring 0.9 x 0.4 x 0.3 cm. T/I. C) received in formalin labeled with the patient's name and labeled "uterus, bilateral fallopian tubes". The specimen consists of an intact uterus with attached bilateral fallopian tubes. The uterus and cervix weigh 142 grams following removal of the fallopian tubes. The cervix is smooth without lesions. The os is hemorrhagic. The uterus measures 9 cm from cervix to fundus, 7 cm from cornu to cornu and 4.5 cm in anterior ¿ posterior dimensions. The specimen is bisected. The endocervical canal is without lesions. The myometrium is somewhat nodular with areas suspicious for adenomyosis. The thickness of the endometrium is 0.6 cm. The endometrial cavity is lined by pink to hemorrhagic endometrium approximately 0.3 cm in maximum thickness. Further sectioning of the myometrium reveals multiple areas of adenomyosis. The fimbriated right fallopian tube is 7 cm long 0.5 cm in diameter with no luminal masses. The fimbriated left fallopian tube measures 8 cm 0.5 cm in diameter with no luminal masses. A small caliber spiral wire is present in the left and right cornu. ·r/10. Cl - cervix, serosa. C2 - cervix. C3 - c8 - multiple samples of endomyometrium. C9 - right fallopian tube with fimbria. Cl0 - left fallopian tube with fimbria. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc on (B)(6) 2018: no new information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain (constant, sharp)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 1986, (B)(6) 1992), palpitations, blood pressure high, situational anxiety, vulvovaginal condyloma, appendectomy, c-section, nasal operation and epilepsy in 2001. Previously administered products included for birth control: loestrin in 2006; for pregnancy prevention: depo provera in 2006. Concurrent conditions included body mass index high, vulvodynia, human papilloma virus infection, menses irregular, perineal pain, spotting between menses, leukorrhea, vulvodynia, dysfunctional uterine bleeding, secondary anemia, nausea, vaginal odor, endometriosis, menometrorrhagia, tobacco user, caffeine consumption and allergic reaction to antibiotics. Family history included thyroid disorder (aunt/daughter/mother), breast cancer (aunt) and rheumatoid arthritis (grandfather (maternal)/aunt/ daughter/ mother). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), burning sensation ("burning"), pruritus ("itching"), rash ("rashes") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2010) and surgery (endometrial ablation on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, dysmenorrhoea, burning sensation, pruritus, rash and abdominal pain lower had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, fungal infection and weight increased outcome was unknown. The reporter considered abdominal pain lower, burning sensation, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and four on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion /her tubes were blocked on (B)(6) 2016, surgical pathology report showed, a) received in formalin labeled with the patient's name dawn adkins and labeled "left pelvic side wall endometriosis". The specimen consists of a single portion of pink tissue measuring 1cm x 0.4 x 0.3 cm.t/I. B) received in formalin labeled with the patient's and labeled "right pelvic side wall endometriosis". The specimen consists of a single portion of tan tissue measuring 0.9 x 0.4 x 0.3 cm. T/I. C) received in formalin labeled with the patient's name and labeled "uterus, bilateral fallopian tubes". The specimen consists of an intact uterus with attached bilateral fallopian tubes. The uterus and cervix weigh 142 grams following removal of the fallopian tubes. The cervix is smooth without lesions. The os is hemorrhagic. The uterus measures 9 cm from cervix to fundus, 7 cm from cornu to cornu and 4.5 cm in anterior ¿ posterior dimensions. The specimen is bisected. The endocervical canal is without lesions. The myometrium is somewhat nodular with areas suspicious for adenomyosis. The thickness of the endometrium is 0.6 cm. The endometrial cavity is lined by pink to hemorrhagic endometrium approximately 0.3 cm in maximum thickness. Further sectioning of the myometrium reveals multiple areas of adenomyosis. The fimbriated right fallopian tube is 7 cm long 0.5 cm in diameter with no luminal masses. The fimbriated left fallopian tube measures 8 cm 0.5 cm in diameter with no luminal masses. A small caliber spiral wire is present in the left and right cornu. ·r/10. Cl - cervix, serosa. C2 - cervix. C3 - c8 - multiple samples of endomyometrium. C9 - right fallopian tube with fimbria. Cl0 - left fallopian tube with fimbria. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received - event "cramping" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain (constant, sharp)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: 02sep1986, 13oct1992), palpitations, blood pressure high, situational anxiety, vulvovaginal condyloma, appendectomy, c-section, nasal operation and epilepsy in 2001. Previously administered products included for birth control: loestrin in 2006; for pregnancy prevention: depo provera in 2006. Concurrent conditions included body mass index normal, vulvodynia, human papilloma virus infection, menses irregular, perineal pain, spotting between menses, leukorrhea, vulvodynia, dysfunctional uterine bleeding, secondary anemia, nausea, vaginal odor, endometriosis, menometrorrhagia, tobacco user, caffeine abuse and allergic reaction to antibiotics. Family history included thyroid disorder (aunt/daughter/mother), breast cancer (aunt) and rheumatoid arthritis (grandfather (maternal)/aunt/ daughter/ mother). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), burning sensation ("burning"), pruritus ("itching") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2010) . Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, dysmenorrhoea, burning sensation, pruritus and rash had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, fungal infection and weight increased outcome was unknown. The reporter considered burning sensation, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and four on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion /her tubes were blocked on (B)(6) 2016, surgical pathology report showed, received in formalin labeled with the patient's name dawn adkins and labeled "left pelvic side wall endometriosis". The specimen consists of a single portion of pink tissue measuring 1cm x 0.4 x 0.3 cm.t/I. Received in formalin labeled with the patient's and labeled "right pelvic side wall endometriosis". The specimen consists of a single portion of tan tissue measuring 0.9 x 0.4 x 0.3 cm. T/I. Received in formalin labeled with the patient's name and labeled "uterus, bilateral fallopian tubes". The specimen consists of an intact uterus with attached bilateral fallopian tubes. The uterus and cervix weigh 142 grams following removal of the fallopian tubes. The cervix is smooth without lesions. The os is hemorrhagic. The uterus measures 9 cm from cervix to fundus, 7 cm from cornu to cornu and 4.5 cm in anterior ¿ posterior dimensions. The specimen is bisected. The endocervical canal is without lesions. The myometrium is somewhat nodular with areas suspicious for adenomyosis. The thickness of the endometrium is 0.6 cm. The endometrial cavity is lined by pink to hemorrhagic endometrium approximately 0.3 cm in maximum thickness. Further sectioning of the myometrium reveals multiple areas of adenomyosis. The fimbriated right fallopian tube is 7 cm long 0.5 cm in diameter with no luminal masses. The fimbriated left fallopian tube measures 8 cm 0.5 cm in diameter with no luminal masses. A small caliber spiral wire is present in the left and right cornu. ·r/10. Cl - cervix, serosa. C2 - cervix. C3 - c8 - multiple samples of endomyometrium. C9 - right fallopian tube with fimbria. Cl0 - left fallopian tube with fimbria. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, dysmenorrhea (cramping), weight gain, vaginal discharge, burning, itching, rashes" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.